Event description:
Boston scientific received information that during a routine follow-up, it was noted that this left ventricular (lv) lead exhibited high pacing threshold measurements, which resulted in loss of bi-ventricular pacing. A revision procedure was scheduled, and this lead was explanted. The physician believed that the lead was crushed in the subclavian area. The lead was noted to have a conductor fracture and an insulation issue. A new lv lead was implanted in a different target vessel, and all measurements were acceptable. No further adverse patient effects were reported.

Manufacturer narrative:
This left ventricular (lv) lead is expected to be returned to boston scientific for analysis. This report will be updated if additional information becomes available, or when technical analysis of the returned lead is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted that the insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.